Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Per case details the device was forcibly removed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: ¿do not attempt to remove the device without closing the lever.¿ the IFU violation did not contribute to the reported difficulties. Based on the information provided, a definitive cause for the reported issue and subsequent treatment could not be determined. Factors for mechanical jam of the plunger include but are not limited to needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The reported difficulty to open and close the foot and difficult to remove the device are related to the mechanical jam of the plunger. The reported patient effect of hemorrhage/blood loss/bleeding is listed in the perclose proglide instructions for use, as a known patient effect of use with suture mediated closure device procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: correction device available for evaluation updated from yes to no.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, when advancing the plunger (step 2), it was noted to become stuck halfway. The plunger was pushed and pulled but was unable to move. The foot plate was also unable to close. The device was forcibly removed causing bleeding and damage to the vessel. An 11f sheath was inserted and a covered stent was placed to stop the bleeding. The patient was then transferred to the operating room for open repair and stent explanation. This required the patient to stay hospitalized overnight. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017: against resistance.